Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had compromised force sensor system alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer state that there was damage to the drive support cap. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Device received with corroded motor home switch. The drive support disc was inspected and no anomalies noted.